Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention, stress urinary incontinence, blood loss, scar tissue, obstructing sling (obstruction), fibroconnective tissue, focal foreign body material, and required nonsurgical and additional surgical interventions.